Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the calcified right common femoral vein (rcfv) using the pre-close technique prior to a micra procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f, and the micra procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.